Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad buttons were unresponsive after the pump had been exposed to water. The reporter denied damage to the pump or keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/12/2013: the device was returned to animas and evaluated by product analysis on 08/26/2013 with the following results: testing did not confirm the complaint. All keys are responsive. The keypad was intact and when removed for investigation, no contamination was noted under any key contacts. Moisture corrosion visible on keypad flex connector. Unrelated to this complaint, pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Animas has conducted a review of the device history record for this pum.